Manufacturer narrative:
Through follow-up with user facility personnel, it was found that the flow rate for the argon gas may have been set too high on the gi4000 equipment. The operator manual for the gi4000 states, "warning: gas embolism and intraluminal gas pressure hazard. The argon gas flow rate should be set to the lowest setting in order to achieve desired effect. The patient should be continually assessed for over insufflation throughout the procedure. Do not point the distal end of apc accessory directly into open vessels or soft tissue. This may result in an argon embolism. Always verify gi4000 esu method/mode and power output settings. Failure to verify settings may result in serious patient injury." The arc smart argon probe that was utilized during the time of the reported event was discarded and is not available for evaluation. User facility personnel received in-service training on the proper user and operation for the gi4000 equipment and the arc smart argon probe. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a perforation to their colon while user facility personnel were utilizing an arc smart argon probe to treat a bleed site. The perforation was closed, and the patient was discharged.